Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: device manufactured between august 17, 2021 to august 18, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of a large volume folfusor. It was stated that after twenty four hours approximately 20-30 mls was left in the device. The device had been filled with 18g piperacillin/tazobactam in 230ml sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.